Event description:
A report was received that the patient was experiencing pain in his back when the stimulation was on and pain in his legs when the battery was charging. The patient¿s ipg will be explanted.

Manufacturer narrative:
Additional information was received that the physician did not believe the new pain was device related.

Event description:
A report was received that the patient was experiencing pain in his back when the stimulation was on and pain in his legs when the battery was charging. The patient¿s ipg will be explanted.